Manufacturer narrative:
On (B)(6) 2018 the customer was provided with a price and part number for a new battery . No parts were returned for evaluation, therefore no findings are available and a cause could not be established for the reported problem.

Event description:
It was reported that the ventilator battery was faulty. There was no patient involvement.